Manufacturer narrative:
Continuation of d10: product ID: m995402a001, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that the device was not working. Patient stated that they hadn't used the implanted neurostimulator in several months (maybe 4 months) because the device wasn't helping them at all. Pt said that the implantable neurostimulator (ins) just sent stimulation down their leg. Pt confirmed that this had been going on since the device was implanted. Agent redirected pt to hcp for possible ins reprogramming. Patient said that they went to get an MRI yesterday, however the controller wouldn't take a charge and recharging not available cannot continue install medtronic battery pack and try again (78) appeared. Pt confirmed that the lithium battery pack was inserted in the controller. Pt also confirmed that they hadn't charged the controller since they had stopped using the device several months ago. A replacement battery pack was sent out. Additional information was received from the patient. They haven't charged the device for a long time so that the battery wouldn't take charge. The external device doesn't help them and they're feeling the shocks to the leg. They were able to get MRI